Event description:
Device leaked during chemotherapy infusion.

Manufacturer narrative:
Add'l info has been requested from the reporter. The sample has been received, upon completion of the investigation, a supplemental report will be submitted. (B)(4).